Event description:
A review of service data detected a reportable event. Upon servicing battery charger/modem sn (B)(4), the charger was unable to power on. The last patient to use the charger did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. Upon investigation the charger/modem was not powering up. The cause for the power-up failure was isolated to a defective u104 pxa processor on the c/a board. The root cause for the defective u104 component could not be positively identified. No adverse event resulted from the defective u104 component. The last patient to use this battery charger/modem did not report any deficiencies.